Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2 was failed and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 was failed. A field service engineer inspected the matrix drawer and found debris on the reflective sensor. Cleaned the sensor and performed test, drawer was tested. The system functioned as intended after the field service engineer repaired the device.